Event description:
It was reported patient enrolled in a clinical study underwent a right total hip arthroplasty on (B)(6) 2003. It was further reported patient underwent revision procedures for unknown reasons in (B)(6) 2005 and (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2006 due to a loosened acetabular cup. The modular head and acetabular cup were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-00817 / 03288).

Event description:
Biomet orthopedics received preliminary clinical data regarding patients in the joint assist database. It was reported patient underwent a right total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2006 due to a loosened acetabular cup. The modular head and acetabular cup were removed and replaced. It has been reported that the patient underwent three additional surgeries prior to the revision.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown, date implanted - unknown, PMA/510(k) number, manufacture date ¿ unknown.